Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a keypad failure and cannot recover. The customer¿s blood glucose level was unknown. No further details were provided. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with no button response due to flattened act and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.